Manufacturer narrative:
The pump was received with a scratched case, a cracked keypad overlay, a stained keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, hardware low level failure alert alarm (variable info=03) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block delivery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.